Event description:
Rem polyhesive adult patient return electrode by covidien valley lab (ref # e7507). Lot 240640162t expiration date 2026-02-28 failed x4 times with each electrode. Another electrode from a different lot obtained and worked. Diagnosis for use: endoscopy procedure. Reference reports: mw5155395, mw5155396, mw5155398.